Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished p waves. The ra lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.